Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a broken screen - not working, was not observed or duplicated when the system monitor was evaluated by technical service. However, bent pins were found on the card reader and the unit display failed functional testing. The unit was repaired by replacing the main pcb assembly (as the card reader resides on the board), the dc-ac inverter board and inverter cable. The repaired unit was tested and returned to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor has a broken screen. No patient was involved. No further information was reported.